Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. The customer was advised to replace the flow sensor and data acquisition (da) printed circuit board (pcb). The customer will repair the ventilator. Failure analysis of the returned part indicates: root cause failure determined to be fault in u1 of airflow subsystem.

Event description:
The customer reported that during performance verifications test (pvt) the flow testing reads 1.1 liters per minute (lpm) at zero flow. The proximal pressure reads -.62 when set to 0 cmh20. The ventilator was not in use on a patient at the time of the event occurred.